Manufacturer narrative:
Unit passed displacement test and self test. Insulin pump error 63 confirmed in pump history with variable (003) due to broken trace at pin 1 (vdd) on u1 keypad assembly. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failures alarm after self test. The customer stated they were able to clear the alarm and finished process. Self test was performed and it was passed. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.